Event description:
Two surtac soft tissue fixation devices, were used to complete a 1.5 to 2 cm. Grade 2, slap lesion repair. Post-operatively, the repair ruptured requiring a second procedure. The patient experienced a post-operative trauma (a fall), which may have caused or contributed to the rupture of the repair site. A second procedure was preformed, but the surgeon was unable to complete the repair.